Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips while servicing this device for an fco, there were error messages after replacement of the parts. There was no patient involvement.